Event description:
It was reported that a fortify core has lost height 3 months post operatively.

Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace fortify core that lost height post operatively.

Manufacturer narrative:
The device was returned for evaluation. Initial observation shows tissue is inside of the inserter hole touching the lock. The imaging provided shows tissue inside of the inserter hole. It's possible that the tissue may have caused the lock to move to the unlocked position. However, an exact cause of the reported issue could not be determined. The following sections have been updated: b4, d9, g6, h2, h3, h4, h6, h10.